Event description:
The following has been reported by customer: error 42-0004; downstream pressure sensor replaced. Full description: device came to biomed saying error 42-0004 downstream pressure error-tested for this error by putting a set into the pump and found that before I could set an infusion, the pump would throw the 42-0004 error code-I tested for this a few times and was able to generate 42-0004 multiple times with no effort-opened device and checked the connections of the downstream pressure sensor to the main pcb and found that the connection was secure-replaced the downstream pressure sensor and was able to start an infusion-running pump through the pm procedure to verify its performance-device is functioning properly reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the downstream pressure sensor has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective downstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.